Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester has done with the dissection and ready to cut the branches. There was no power delivered from the bipolar cord to the bisector for cauterization. Troubles shooting were performed by switching out the foot pedal and then the generator. There was still no power. A new bipolar cord was opened and connected to the same bisector with the same result. The staff then replaced the bisector device and connected to the second bipolar cord, and there was still no power. Power setting was at 20 watts. Instead of further trouble shooting, the pa chose to convert to bridging procedure to complete the procedure. The hospital did not report any further pt complications. This report is for the fourth bisector.

Manufacturer narrative:
Investigation results: the visual inspection showed no non-conformities on the returned bisector. Resistance measurement values were found to be within specifications. Device meets product specification. The reported complaint could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.